Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt. The tip of the hot jaw silicon was detached and the sides were cracked. The device had some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam. Based upon these findings, the reported failure, "would not activate" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two vasoview hemopro would not turn off. A new kit was used to complete the procedure. There were no patient effects. The product was returned.